Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was depleted main batteries. The main batteries were replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: the user interface module software version 6.13.92. Should additional information become available, a follow-up medwatch will be submitted for peer review.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a faulty battery. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.